Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. The complaint can be confirmed for inflator tip breakage because the photo provided by the account shows a broken inflator tip. The exact root cause could not be determined. The likely root cause is there was excessive pressure applied to the inflator that caused the tip to break. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).

Event description:
The user facility reported that tip on the tr band syringe broke off when taking air out. The patient was stable/good, and the procedure outcome was a success.